Event description:
False negative result(s). Customer stated, I'd been ill for 5 days and this test gave all negative results. I tested positive for covid less than 24 hours later at a health visit. I've done several at home tests in the past, always following the directions closely.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.